Event description:
It was reported that the patient experienced wound dehiscence of the thoracic incision at the paddle lead insertion site with mild severity. The patient was treated with medication. The physician assessed the event as recovering and resolving. The physician assessed the event as having a causal relationship to the procedure and not related to the device hardware and stimulation. Additional information was received that the event was resolved.

Event description:
It was reported that the patient experienced wound dehiscence of the thoracic incision, where the paddle lead was inserted, with mild severity. The patient was treated with medication. The physician assessed the event as recovering and resolving. The physician assessed the event as having a causal relationship to the procedure and not related to the device hardware and stimulation.

Event description:
It was reported that the patient experienced wound dehiscence of the thoracic incision at the paddle lead insertion site with mild severity. The patient was treated with medication. The physician assessed the event as recovering and resolving. The physician assessed the event as having a causal relationship to the procedure and not related to the device hardware and stimulation. Additional information was received that the event was resolved.